Event description:
It was reported that the patient underwent a total shoulder arthroplasty surgery. Over year post procedure the patient presented with a subscapularis tendon failure, the date of implant was not provided. The surgeon performed a revision surgery to convert to a reverse total shoulder arthroplasty. The procedure was reported to have gone very well and the patient tolerated it well with no clinical consequence. No other information was provided

Manufacturer narrative:
A device history record review could not be completed as the lot was not reported. The device was not returned so no physicial investigation could be conducted on the device. Based on the information provided there was no device malfunction, the patient suffered a subscapularis tendon failure over twelve months post procedure. Therefore, the most probable cuase is cause traced to non-device related factors.